Event description:
It was reported that the patient was never had therapeutic effect following a lead replacement. The patient had lead replaced because they fell in (B)(6) 2014 and fell right on that side. It was determined that the wire was affected. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va088yp, implanted: 2013-(B)(6), product type: lead. Product ID: 3889-28, lot# va0t9qc, implanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).